Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a study which appeared to have the capsule fallen off. Technical support was able to view the study, but it was not clear if the capsule ¿fell off¿ because there were lots of data that followed the event where it appeared to have fallen off. Another capsule was not used and the patient will need to have the procedure again. Technical support advised that they concluded the capsule did not fall off, but the capsule stopped transmitting at 6:36 point of the study. The area where the customer had concerns about the capsule falling off appeared to be a reflux which occurred immediately after a supine event. There was no reported patient outcome.

Manufacturer narrative:
Corrected information:if information is provided in the future, a supplemental report will be issued.